Manufacturer narrative:
Unit received with detached end cap. Unable to perform the displacement test due to detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump case was broken. Customer¿s blood glucose level was unknown. Insulin pump will be returned for analysis.